Event description:
On (B)(6) 2013, it was reported that the patient underwent chemotherapy on the local abdominal involving an rebar catheter. Upon removal of the catheter after the chemotherapy was completed, the catheter broke due to the rhv (rotating hemostatic valve) not releasing properly. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The rebar catheter was returned for evaluation broken into two segments at approximately 42.0 cm from the proximal end, but the segments were retained by an elliptical wire. The evaluation could not determine the cause of the event; however, the tubing material exhibited jagged edges, necking, flattening, and stretching which may indicate that the catheter separation likely occurred due to applying excessive force during manipulation of the device. All catheters are 100% for damages and irregularities during manufacture. Catheter separation. (B)(4).